Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges blood clots due to the CPAP machine. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on march 19, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging severe blood clots related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed the issue of degraded sound abatement foam is addressed, a keratin like substance was observed around the blower box outlet. The occurrence of a keratin like substance observed around the blower box has been previously addressed, mineral spots consistent with water ingress were found on the motor casing. Pil used a fitt (foam integrity test tool) and the associated and confirmed the presence of degraded sound abatement foam in the base unit. The device's downloaded event log was reviewed by the manufacturer and found 0 error code. The manufacturer concludes there was evidence of degraded sound abatement foam and unable to directly address the symptoms outlined.